Event description:
A physician reported that a patient was experiencing a new seizure type that began in 2013 and lasted until 2015. The physician believed the onset of the tonic-clonic seizures was possibly related to vns stimulation. A review of the available programming and diagnostic history revealed that the patient&#39;s device was working as intended while the new seizure type was present. No further relevant information has been received to date.